Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the electrode belt failed incoming testing. The ECG signals were distorted on both channels. The cause of the distortion is a defective v4 regulator inside ECG electrode b. The regulator had an improper output of 0.766v. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.